Event description:
The ventilator has a ventilation mode nava (neurally adjusted ventilatory assist). A single use naso-gastric catheter with electrodes (edi catheter) is used to measure the electrical activity of the diaphragm which is used to trigger ventilator breaths synchronous with the pt's breathing efforts. It was reported that when the edi-catheter was removed after three days of use, it had visible long cracks. The edi-catheter was positioned next to a fresh duodenum catheter. It was repositioned after about two hours. After two days of use there were increased edi sync alarms and several attempts were made to restart nava. On the third day the edi catheter was removed.